Event description:
It was reported that the handle of the omega impactor broke during use. The surgeon was able to use the impactor to complete the procedure. This event did not cause an adverse consequence to the pt or surgical delay.